Event description:
It was further noted that the outcome of the neurogenic bladder dysfunction remained unknown. This was to be further determined by the physician at the hospital where the patient was hospitalized. However, there was again report from a physician that there was no causal relationship with the itb therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physicians mentioned there was no causality between this event and itb therapy. Should additional information be received a supplemental report will be filed.

Event description:
It was initially reported that the pump patient experienced pyelonephritis and was hospitalized due to pyelonephritis. The outcome was noted as recovering as of 2015-(B)(6). The patient¿s condition was improving and recovered and discharge from the hospital was planned for 2015-(B)(6). The daily dose was reported as ongoing. However, further clarifying information was provided. In (B)(6) 2014, the patient¿s urinary frequency was decreasing. On (B)(6), 2015 the patient was hospitalized due to a fever and injection failure of intrathecal baclofen therapy (itb). The injection failure of itb therapy reportedly meant that the infusion volume per day was not enough for the patient. During the hospitalization via examination, the patient was diagnosed with pyelonephritis due to enterococci. Laboratory data was collected on (B)(6), 2015 and contained the following; u-protein qualitative *2+); u-urobilinogen (+/-);u-color pale yellow; sediment wbc 50,<(> <<)>=/hpf; encapsulation 6^10/all; bacteria (+1); glu 129 (h); ip 3.2 (l); wbc 13.9 (h); ly% 3.7 (l). Remission was observed in the patient after treatment with antibiotics. On (B)(6) 2015, the patient was discharged but afterwards starting having symptoms of neurogenic bladder. On (B)(6), 2015 the patient was hospitalized as the symptoms were persistent. As the condition persisted, urethral catheterization was needed. The patient could pass urine by herself occasionally but yet needed urethral catheterization for a ¿few/several¿ days. The patient's family member learned how to assist the patient for it and the patient was discharged. Laboratory data was collected on (B)(6), 2015 and contained the following: cre 0.2 (l); pc02 50.6 (h); cohb 1.5 (h); rhb 6.4 (h); tco2 66.2 (h); sbec 3.0 (h); gas glu 114 (h); ly% 31.1. The physician noted that the pyelonephritis was considered to be due to hypofunction of the bladder. As the patient has cerebral palsy, it was unknown whether the hypofunction of the bladder had been related to itb therapy, medication and/or the original disease. The date of outcome was (B)(6), 2015 with a status of not recovered. The relationship was related to the drug but not related to the catheter, pump, programmer, or procedure. The severity of the adverse event was reported as serious. The physician later noted that the pyelonephritis might be caused due to baclofen infusion therapy, the internal medicine, and underlying disease, however, the extent of their involvement was unclear. Should additional information be received a supplemental report will be filed. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), product type catheter. (B)(4).